Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg test system results for one patient tested on a cobas e411 disk. On (B)(6) 2020, the field service engineer was on site due to a hardware issue with their cobas e411 disk. On (B)(6) 2020, the customer performed a sample comparison study with two other laboratories and tested positive and negative hcg samples. This patient sample was included in the comparison study. The patient's initial result was not reported outside the laboratory. The customer sent the patient's sample to two other laboratories for further testing on e411 analyzers. The patient's initial hcg result was <0.500 miu/ml with a data flag. The patient's first repeat result at a different laboratory, 2nd laboratory, was "528,00" mui/ml. This result was reported outside the laboratory. The patient's second repeat result at a different laboratory, 3rd laboratory, was "~250,00" miu/ml. The customer performed hcg testing on another patient sample tube that was collected at the same time as the primary tube. The patient's hcg result was <0.500 miu/ml. The customer requested the patient's sample at the 3rd laboratory to be repeated again for confirmation. The patient's hcg result was "~250,00" miu/ml. The hcg reagent lot number was 491930 with an expiration date requested but not provided.

Manufacturer narrative:
The customer's provided calibration data was ok. The customer's qc, sample pre-analytics, and alarm trace details were requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.